Event description:
During the procedure the occlusion balloon deflated unexpectedly. The physician inserted the occlusion wire to the pt and inflated the occlusion balloon to cclude the vessel. The physician performed intervention on the vessel. The physician deflated the occlusion balloon and repositioned the occlusion balloon to place antoehr stent. The physicain inserted the stent delivery catheter and inflated the occlusion balloon to 5mm and then the occlusion balloon deflated unexpectedly. The physician decided to complete the case without protection.